Event description:
Patient has continuous tpn infusing, with a 1.2 filter. Writer doing hourly rounds and noted filter had come undone from IV tubing. Tpn was all over floor, IV pump not beeping to alert writer. New tubing and filter placed.